Event description:
A biomedical technician reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The technician said the leak was external and came from the area where the end cap connects to the dialyzer. There were no blood leak alarms. In a follow up, the clinic manager clarified that the leak happened about 15 minutes into the hd treatment and was noticed due to a intradialytic venous pressure alarm going off. The patient care team responded promptly to the alarm, and noted blood dripping from venous end of dialyzer onto floor. A team member immediately stopped the pump, paused the solution rx , and notified the nurse. No visible membrane leak, or cracks in plastic was noted. The blood was not rinsed back to patient. The. Blood test strips tested negative for the presence of blood. The clinic manager confirmed the external leak at the end cap of the dialyzer. The fresenius 2008t machine was being used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was greater than 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as of 03/22/2022 a sample has not been provided for evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. The technician said the leak was external and came from the area where the end cap connects to the dialyzer. There were no blood leak alarms. In a follow up, the clinic manager clarified that the leak happened about 15 minutes into the hd treatment and was noticed due to a intradialytic venous pressure alarm going off. The patient care team responded promptly to the alarm, and noted blood dripping from venous end of dialyzer onto floor. A team member immediately stopped the pump, paused the solution rx , and notified the nurse. No visible membrane leak, or cracks in plastic was noted. The blood was not rinsed back to patient. The. Blood test strips tested negative for the presence of blood. The clinic manager confirmed the external leak at the end cap of the dialyzer. The fresenius 2008t machine was being used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was greater than 150 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.